Event description:
It was reported the pt ((B)(6)) suddenly lost stimulation. A low battery warning was observed on the pt's programmer. Based on the last known program settings, it is inconclusive whether the low battery message was indicative of normal or premature depletion. Surgical intervention was undertaken to replace the pt's ipg, and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.